Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. Two x-ray images were provided for review. There is irregularity at the port/catheter junction but a ¿fracture¿ is not seen. A photograph of the area of interest is not provided. Therefore, the investigation is inconclusive for the reported failure mode, as provided images are not sufficient to confirm the issue. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that three weeks and six days post port placement via the left subclavian vein, the connector that attaches to the implanted port to the catheter was allegedly fractured. It was further reported that the device was allegedly separated. Furthermore, the patient experienced local burning, pain and edema. However, there is no information provided regarding treatment or medication for these symptoms. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the connector that attaches the implanted port to the catheter was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.